Event description:
It was reported that during transport the device was identified to be missing its trigger. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during transport the device was identified to be missing its trigger. No patient involvement or procedural delays were reported with this event.